Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the lid was "locked" onto the bd¿ sharps collector before use and couldn't be used. The following information was provided by the initial reporter: "consumer received from va sharps container with lid locked onto container. Can't use it".

Manufacturer narrative:
H.6. Investigation: no samples or pictures were received. Three attempts to get more information or pictures were made, however in none of the cases additional infor mation were provided. According to the DHR review process; the result showed there were no issues reported like lid closed during the manufacturing process of the lot number reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like lid closed for the same part number throughout the last twelve months. Based on information provided it was not possible determine the root cause like a failure mode related to the manufacturing process because there is not enough information or evidence (picture of original packaging) that could lead to the root cause. H3 other text : see h.10

Event description:
It was reported that the lid was "locked" onto the bd¿ sharps collector before use and couldn't be used. The following information was provided by the initial reporter: "consumer received from va sharps container with lid locked onto container. Can't use it"